Manufacturer narrative:
Additional information received on 27-aug-2019 that there was no patient involvement. Device evaluation: one cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigation unable to download event history log. Visual inspection and delivery accuracy testing were performed, and the device passed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. During investigation three separate delivery accuracy tests were performed and all were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump over infused. It was reported that the flow rate inaccuracy was 11%. No adverse effects were reported.